Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a heavily calcified and tortuous left anterior descending artery. The maverick 15x1.5mm monorail balloon catheter ruptured at 6 atm. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred.the target lesion was located in a heavily calcified and tortuous left anterior descending artery. The maverick 15x1.5mm monorail balloon catheter ruptured at 6 atm. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the maverick 2 catheter was received with blood in the balloon and inflation lumen of the catheter. The tip was damaged. There was no other damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the marker band. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).